Manufacturer narrative:
Ge healthcare technician found the damage to disposable interconnect tube between bellows unit and soda lime. The tube was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during pre-use checkout, the bellows doesn't fill. There was no reported patient involvement.